Event description:
A malfunction was reported by the customer regarding the pump. There was no reported impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappeared, and they acknowledged and understood the guidance.